Manufacturer narrative:
The device was disassembled, cleaned, oiled, now holds files well, if there will be some problems in future we will need to replace cartridge and head assembly but for now works great. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply (B)(4). Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event, it was reported that a x-smart plus contra angle won't hold files; no injury resulted.